Event description:
The facility reported a fail code 810:11 during biomed testing. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hospital representative stated that there were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
Eval summary: the reported condition of fail code 810:11 was confirmed. Typically, this failure is related to the air in the line printed circuit board.